Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and noticed the instrument failing latron control with high reticulocyte sample pressure. He found tubing at cvl85/126 being pinched by diff heater connector and repositioned the connecter. (B)(4).

Event description:
While servicing a coulter lh 780 hematology analyzer in a customer's facility, a beckman coulter field service engineer (fse) identified failing latron control with high sample pressure due to pinched tubing at cvl85/126. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.